Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted implant of this right ventricular (rv) lead, following normal placement with proper helix extension, the lead exhibited noise, loss of capture and high out of range pacing impedance measurements. The physician elected to reposition the lead, however at this point the helix mechanism failed to operate as intended. The lead was then removed and replaced. The rv lead is expected to be returned for laboratory analysis. The patient was reported as pacer dependent but exhibited no adverse effects during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.